Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # va054y5, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a patient experienced no stimulation sensation. It was stated that on (B)(6) 2013 the patient was "on a massage chair with rollers and also an exercise machine and when it's turned on it shakes the whole body." It was reported "that set it off". It was noted that the patient had "bad pains" in the pelvic area and in the back where the leads start. Also, the patient stopped feeling stimulation. It was reported that these symptoms began on (B)(6) 2013 with the massage chair. It was stated that the patient felt pain whether the device was on or off. Further information has been requested. If more information is received a follow up report will be sent.

Event description:
Follow up information received reported that the pain was unrelated to the implantable neurostimulator (ins) or the lead component. No surgical interventions were performed as a result of the event. No other information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).